Event description:
The mayo stand covers that are currently coming in the alcon custom drape packs have fibers that can be pulled off and could potentially become a foreign body in the eye. This was noted on several occasions.